Event description:
It was reported that blood leaked between the bd insyte¿ autoguard¿ shielded IV catheter adapter and extension tubing during use, and a burr was found on the adapter when checking it. The following information was provided by the initial reporter, translated from japanese to english: "when placing the catheter into a patient, hcp found blood leakage between catheter adopter and ex-tube and stopped the procedure. When checking the catheter adopter, a burr on the catheter adopter was found."

Manufacturer narrative:
Investigation: bd received a 22 gauge insyte autoguard blood control IV catheter unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed damage to the threads on the outside of the luer. This type of damage could prevent a secure connection as reported. However, when a leakage test was performed no leakage was observed and the observed damage did not hinder a secure connection. Based off the visual inspection the engineer was able to verify damage to the adapter/connector as initially reported but could not verify leakage. It was determined that the observed damage was a manufacturing defect caused during the manufacturing process.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked between the bd insyte¿ autoguard¿ shielded IV catheter adapter and extension tubing during use, and a burr was found on the adapter when checking it. The following information was provided by the initial reporter, translated from (B)(6) to english: "when placing the catheter into a patient, hcp found blood leakage between catheter adopter and ex-tube and stopped the procedure. When checking the catheter adopter, a burr on the catheter adopter was found."